Event description:
It was reported that pump repeatedly displayed cgm error 42, and customer¿s family no longer felt safe continuing pump use. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to switch to multiple daily injections as backup insulin therapy, place pump into storage mode, and return pump using prepaid shipping, and technical support arranged shipment of replacement pump under warranty after confirming serial number and shipping address, with caller acknowledging all instructions.